Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A risk manager reported a patient with diffuse lamellar keratitis (dlk) around the flap edge. Antibiotics and topical steroids were prescribed four times a day. A daily oral steroid was prescribed. At the next follow up, the eye had sterile staph marginal infiltrates. The patient was instructed to use lid scrubs twice daily, the oral steroid twice daily, antibiotics four times daily, and an ophthalmic corticosteroid drop every three hours until further directed. The next day the visual acuity was good. The patient noted slight discomfort and dryness after working all day and staring at the computer. There was sterile marginal keratitis observed. At the most recent visit, the vision was better, both eyes were quiet and infiltrates were resolved. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after treatment date. Review of the logfiles for the day of treatment shows no errors or any relevant warnings. During start-up of the system the vacuum, the energy and the ablation tests were performed. The logfile shows multiple successfully performed treatments. The energy was stable during treatment day. The reported treatment could be identified in the logfile. For the right eye the logfiles show that the beam control check was done about ten minutes before laser fired instead of immediately before firing. The treatment was finished successfully without any issue. No relevant deviation between planned and performed energy is detectable for the reported treatment. The user operated surgery within the recommended settings. No technical root cause could be identified. The root cause could not be determined conclusively. Technical root cause could not be determined as the system is performing within specifications and as intended. The manufacturer internal reference number is: (B)(4).